Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Health care worker reported, receiving erratic readings on customer's blood glucose monitor. They reported receiving readings of 451 mg/dl, 205 mg/dl and 50 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Health care worker withheld customer's medication due to the erratic readings. There was no report of death or serious injury associated with this event.